Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "environmental contamination" issue. Customer reported that they have candida positive results on all samples and negative control. Customer performed environmental monitoring inside the hood, counter top, monitor, and keyboard, and all were positive for candida. Customer decontaminated the instrument. Review of device history record for instrument serial number, (B)(6)is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2018 and other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed as the issue is not due to instrument issue. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode. H3 other text : see h.10.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument, there were false positive results for an unspecified number of samples. No patient impact reported. The following information was provided by the initial reporter: "customer reporting all positive results for candida aureus on samples."

Manufacturer narrative:
G.5. PMA / 510(k)#: k130470. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument, there were false positive results for an unspecified number of samples. No patient impact reported. The following information was provided by the initial reporter: "customer reporting all positive results for candida aureus on samples."